Event description:
Device malfunction: none. Adverse event: right femoral pseudo aneurysm. Time of adverse event: (9) days after the procedure. It was reported that a physician achieved arteriotomy closure in 2007, with an unk perclose device after a right internal carotid stenting procedure. Reportedly, nine days after the procedure, the pt developed a right femoral pseudo aneurysm with expanding morphology. Treatment included; thrombin injection and unspecified non-carotid percutaneous intervention. No add'l info is available.

Manufacturer narrative:
Study event. The device was not returned and there was no lot info. We were not able to perform device inspection or device history record review in this case.